Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not charging the implanted neurostimulator very good and part of the 'sheathing' on the wires was exposed and the paddle was electrocuting them on their skin. Patient confirmed they did not receive any physical injuries from the feeling of the electrocution of the paddle, but they could tell it was a little tingle. Patient denied any heating of the device. Patient stated they did see error messages, but they did not recall what they stated, as they always just reset the controller to clear the message. When asked for event date, patient was unsure as to when this may have started, but they thought they saw an error sometime last week. An email was sent to the repair department to replace the recharger.